Event description:
The customer received questionable free t4 results for five patient samples which were tested on their cobas e411 rack analyzer (serial number (B)(4)). The customer observed a drop in quality control values since the analyzer was physically moved, however, quality control was still within range. The customer provided results for the five patient samples, results for four of the patients were discrepant. The repeat results were tested on a different cobas e411 rack analyzer in a different laboratory. Patient 1, initial result was 0.769 ng/dl. The repeat result was 0.942 ng/dl. Patient 2, initial result was 1.13 ng/dl. The repeat result was 1.38 ng/dl. Patient 3, initial result was 1.26 ng/dl. The repeat result was 1.52 ng/dl. Patient 4, initial result was 1.26 ng/dl. The repeat result was 1.52 ng/dl. The erroneous results were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. Upon evaluation of the analyzer, the field service representative determined a misadjusted measuring cell was the cause. He performed high voltage pmt adjustment and ran performance tests which passed after the adjustment. The field service representative also performed quality control.